Event description:
Epix universal slip applier by applied medical reorder # (B)(4). Clip applicator was used for the robatic assited whipple procedure. The clips would fire one or two clips then get jammed. Two clip appliers were opened and both misfired. Reference report: mw5146836.